Event description:
Suture reaction. Approx one month following small bowel resection/enterectomy, procedure, pt experienced pain, scarring and redness around suture area, was treated with antibiotics and sutures were subsequently removed under local anesthesia in doctor's office.